Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle's non-patient end was broken and failed to deliver medication as a result. This occurred 2 times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out. When checking the product, the needle npe was found to be broken."

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle's non-patient end was broken and failed to deliver medication as a result. This occurred 2 times during use. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out. When checking the product, the needle npe was found to be broken."

Manufacturer narrative:
H6: investigation summary two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0162434, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on the two samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.